Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, on the date of implant, that controller exhibited electrical fault alarms that self cleared and an unexpected loss of power alarm. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for corrections and device evaluation. A1 patient identifier corrected from (B)(6) to (B)(6). H4 device manufacture date corrected from 31-dec-2019 to 10-dec-2019. Product event summary: the controller was not returned for evaluation. Log file analysis revealed three controller power-up events on (B)(6) 2020 at 15:19:58 and 15:21:01 and on (B)(6) 2020 at 09:25:42. Review of the data log file revealed that the controller was not in use prior to the controller power up events; the first data point was logged at 9:40:39 on (B)(6) 2020, indicating that the power up events most likely occurred during initial programming of the device. Analysis of the alarm log file revealed three electrical fault alarms were logged on (B)(6) 2020. The electrical fault alarms were indicative of an open phase on the front stator, resulting in the pump running on a single stator (rear stator only). As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to the initial programming of the controller. Based on the available information and risk documentation, possible causes of the reported electrical fault alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.